Event description:
Additional info received via email 23-nov-2022. Event date updated.

Manufacturer narrative:
Event problem and evaluation codes: update not required additional event information received indicating date of event was received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a high pressure alarm occurred. Additional information was received via email on (B)(6) 2022. The event date updated. No patient was involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked relief pressure knob and missing end cap, cracked continuous positive airway pressure (CPAP) knob and battery cover. The input manifold assembly is loose on the bottom chassis. Functional testing found high pressure alerts during positive end-expiratory pressure (peep) at max. Replaced demand valve and adjusted peep control. The root cause of the reported issue was found to be user interface - leaking demand valve assembly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).